Event description:
It was reported that during a lap cholecystectomy, the clips were scissored. Another clip applier was opened and used successfully. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.